Event description:
Fill volume: 400 ml. Flow rate: 100 ml/hr. Procedure: unk. Cathplace: forearm IV. Patient 1 of 3. Please reference: 2026095-2014-00118/(B)(4), 2026095-2014-00119/(B)(4). It was reported that three patient's experienced fast flows while using a e401000 pump. The nurse did not wait the 4 hours between filling the pump and infusion. On (B)(6) 2014, the second day of the infusion the nurse discovered that the pump infused in 2 hours instead of the expected 4 hours. There were no interruptions during the infusion. The pump was filled with 400ml of solu-medrol. The patient experienced high blood pressure and palpitations. The physician saw the patient and prescribed loxen for the elevated blood pressure. However, the patient did not need to take the medication as her blood pressure went down when seen by the nurse.

Manufacturer narrative:
Method: at this time only one device has been received for an analysis. A visual inspection was performed on the unit. A review of the device history records (DHR) was performed for the lot number provided. Results: at this time the evaluation is still in progress. Results will be provided once completed. Per the DHR review, there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications at release. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.